Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI#(B)(4). At call back on (B)(6) 2019, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests that were performed using the true metrix air meter were reported.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 67 and 180 mg/dl. Results could not be confirmed in the meter memory. Customer was not concerned that his results obtained were high or low. The customer's expected fasting blood glucose test result range is 80 - 115 mg/dl. Customer stated that he has been a diabetic for 25 years and his results have always been consistent. At the time of the call, the customer reported feeling physically ill and stated he was dizzy. Medical attention was not needed at the time of the call. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 200 mg/dl and 205 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Customer is just following his doctor orders to get a new meter. Customer is not sure what his concern is, customer states that he can't remember when he to the results of 67/180 mg/dl fasting. After reviewing the meters memory, customer is not concern that the results are high or low.